Event description:
A call was received from pt's husband regarding bravo capsule that failed to attach. Our medical advisor contacted with the medical staff and confirmed the clinical event. The hospital should send the device for eval.